Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that insulin pump received unresolved no delivery alarm. The customer's blood glucose was 100 mg/dl then 150 mg/dl during bolus in hospital and customer's blood glucose was controlled around 100 mg/dl. It also reported that the customer declined troubleshoot for their blood glucose. Customer was advised to always complete rewind reservoir before connecting to the set. Customer will not return pump for analysis.